Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that the lead was also fractured.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a scheduled crt-implant procedure. After the left ventricular lead was implanted and normal electrical values were noted. Prior to the physician suturing the lead, the lead exhibited loss of capture and high capture thresholds. The physician elected to explant and replace the lead. The patient was in stable condition throughout the procedure and would continue to be monitored